Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 530 mg/dl and that the insulin pump lost battery power. The customer did not mention any symptoms of their blood glucose levels. The customer treated with manual injections. The customer¿s blood glucose level was 230 mg/dl at the time of the call. The customer reported that the insulin pump lost power during the night and that the insulin pump was off for three hours. Troubleshooting was performed and resolved the issue. The insulin pump will not be returned for analysis.